Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was not reported. On the same day as the onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified antibiotics (dose, frequency, duration and route of administration not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis and pd therapy was ongoing. No additional information is available.